Event description:
It was reported that the 8100 had over infusion. There was patient involvement, but the outcome is unknown. Although requested no additional information will be provided by the customer, no devices will be returned.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the probable cause of the reported device 8100 had over infusion was not identified during the customer call. No devices were returned for further investigation, hence can't able to assigned to dchu. However, there was no additional information to address the issue.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information, b17 - device not returned, c20 - no findings available. Correction: date of event, describe event or problem, concomitant med prod data. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Imdrf annex e, f, a, b, c, d, g codes and manufacturer narrative. Investigation summary: the report that the pump module had an over infusion of magnesium could not be confirmed or replicated during the investigation. Rate accuracy testing was performed on the suspect pump module. The device was found to be delivering fluid within specification with no signs of unregulated flow being observed. The occluder spring test was performed on the suspect pump module, testing of the upper and lower occluder observed the device passing both tests. The incident administration set was not returned for this investigation; therefore, testing could not be performed. On (B)(6) 2024 between 6:26 am and 6:28 am the suspect pump module alarmed two (2) times for safety clamp opened. The first one the administration set was removed and the second one a new administration set was inserted. At 6:28 am a remote IV was received and the infusion was started with a rate of 25 ml/hr, volume to be infused (vtbi) of 50 ml and a concentration of 0.04 g/ml for drug ID 535 (suspected to be magnesium). At 7:32 am the infusion was paused and a primary volume infused (pvi) of 26.711 ml was recorded. At 7:36 am the administration set was removed, and the suspect pump module was channeled off. The system was powered off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the pcu event log; it only can reflect the inputted information it receives either manually or remotely with respect to the volume to be delivered and fluid selected. The internal and external inspection was performed. No obvious issues were observed during the internal or external inspection that could explain the reported under infusion. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. The bd alaris system user manual v12.1.2, states within warnings and cautions to prevent a potential free flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump moule door. Verify correct infusion parameters prior to starting the infusions. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the facility. Note to repair center: the device was disassembled for this investigation. Please replace the mechanism assembly as it was disassembled during the investigation. Mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to the designated complaint handling unit (dchu), repair center or the customer. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu is not responsible for any cost associated with incidental findings, physically abused components or any cost associated with any third-party parts found. Root cause: the root cause for the reported over infusion could not be determined during the investigation. The returned device was fully evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. Note that this report lists imdrf annex a1801, g02017, g04037, c23, c0601, d11, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported an over infusion of magnesium. The medication was programmed at a rate of 25ml/hr and to infuse 50ml/2hr. There were no other infusions running at the time and the magnesium was programmed by barcode scanning. The event occurred during staff change-of-shift. There was patient involvement, but no harm.